Event description:
It was initially reported patient is complaining of severe nighttime halo with an intraocular lens (iol). Surgeon planned on doing a lens exchange. Through follow-up, when the patient had the synergy iol, the patient was 20/20 uncorrected at all distances (distance, intermediate and reading). There was no residual refractive error, but the patient was not able to drive at night because of too many halos that did not make her feel safe. Therefore, the lens was explanted from the patient's right eye. There was no vitrectomy, incision enlargement, or sutures required. After an uncomplicated iol exchange with another johnson & johnson dib00 lens (different model and higher diopter), most of the patient¿s symptoms were resolved and the patient felt that she could now drive at night. No additional information was provided.

Manufacturer narrative:
Ethnicity: unknown/asked but not provided. Device evaluation: the device was not returned for evaluation; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search in complaint history revealed one other complaint was received which was a duplicate complaint which was voided. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: mar 8, 2022. Section h3: device evaluated by manufacturer¿ yes. . Device evaluation: the complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the lens was received cut into three pieces. No issues related to or could have contributed to visual issues were observed. Based on the return condition of the lens (cut into three pieces), no further product evaluation could be performed on the lens. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.